Event description:
It was reported that the surgeon has had four patients undergo alif procedures with rhbmp-s/acs. Each of the four patients developed pseudarthrosis at an unk time after the surgery.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.